Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incarcerated ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was further reported the patient underwent a hysterectomy on (B)(6) 2017 in which the surgeon noted ¿a dense curtain of omental and bowel adhesions in the patient¿s anterior abdominal wall in the site of her umbilical mesh¿. It was further reported that on (B)(6) 2017 patient underwent surgical workup and CT imaging revealed ¿significant separation of the rectus musculature above the umbilicus with a hernia noted at the umbilicus ¿ the rectus musculature is back together several centimeters below the umbilicus¿. It was reported the plan was ¿repair of hernia ¿ removal previous mesh ¿ possible use biologic mesh graft support¿. It was further reported the patient underwent removal of the mesh on (B)(6) 2017 where the previous graft was encountered just above the level of the umbilicus, walled off by the omentum which was plastered to the abdominal wall. The omentum was taken down from the mesh graft and partially resected. The fascia was exposed on both sides of the midline and the mesh graft was excised. It was reported the patient continues to experience severe pain, nausea, chills and headaches. No additional information was provided.